Manufacturer narrative:
The suspect product was discarded.

Event description:
On (B)(6) 2021 an eye care provider (ecp) called to report a patient (pt) was diagnosed with an infection while wearing the 1-day acuvue¿ trueye¿ (nara a) brand contact lens (cls). The pt reported the foil of the cls package was easy to open and the lens was folded. The reporting ecp advised the pt was seen by another doctor who provided the infection diagnosis. The pt was advised that it could have been bacterial in nature. The pt had some greenish-yellow discharge and the infection was worse in the os than the od. The os is still irritated. The pt was prescribed levofloxacin qid but was unsure of the specific time frame for use. On (B)(6) 2021 a call was received from the pt and additional information was provided. The pt confirmed the foil package was easy to open and the lenses were folded in a strange way in the package and attempted to wear the lenses. The lenses felt strange on insertion, so the pt removed the lenses the pt reported trying several lenses in the package until they opened correctly and would feel ok. The pt also reported that another thing that happened with the os was at the grocery store, something squirted into her os from a piece of cabbage. The pt got an eye infection a few days later. The os began burning and the pt observed the os was red and gunky. The pt was not wearing an os cls and had last worn a cls 2-3 days before. The next morning the os was glued shut and the pt couldnt open the eye. The pt saw a nurse at a family practice clinic (date of visit was not provided) who advised it was a bacterial infection in the os. The pt was prescribed neomycin/polymixin/dexamethasone (generic for maxitrol) eye drops qid for 10 days. The pt confirmed the os was the only affected eye and reported symptoms of green discharge. The pt just finished the 10 days of antibiotic eye drops, but still reports symptoms of some light sensitivity, blurriness, and lower eyelid is bubbly and rough. The ecp advised the pt to return if symptoms didnt get better and he may try newer lenses. On (B)(6) 2021 the pt provided additional medical information. The pt is still having issues with the os. The os symptoms got better, but never really resolved. The pt went back to the prescribing ecp about 2 weeks ago (date of visit was unknown) to see if the pt could return to cls wear. The ecp advised the pt to use ocusoft lid scrub and warm compresses tid for meibomian gland dysfunction in the os. The pt was given 2 samples of the lid scrub and was advised to continue the treatment for 2 weeks and return if the symptoms didnt improve. The pt used the 2 samples of the lid scrub but ran out and has not been doing the treatment prescribed. The os lower eye lid is currently inflamed and swollen, but no drainage. The pt will pick up the eye scrub from the pharmacy and begin the treatment. The pt is currently wearing glasses and has not returned to cls wear. The pt will return to the prescribing ecp or seek a consult with an ophthalmologist if the symptoms dont improve and will call to provide any additional medical information. The pt has discarded all make-up, contact lens cases and any cls solution per the advice of the prescribing ecp. On (B)(6) 2021 the pt advised currently using the lid scrub and warm compresses as prescribed to the os. No additional medical information was provided. The suspect os cls was discarded. No additional evaluation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5463840112 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.